Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. This occurred with "4 to 5" infusion sets from the same lot number with different boxes. No adverse event reported. Return of the suspect device was requested for evaluation.